Manufacturer narrative:
Citation: okitsu k et al. Choice of desflurane or propofol for the maintenance of general anesthesia does not affect the risk of periprocedural myocardial damage in patients undergoing transfemoral transcatheter aortic valve implantation. J anesth. 2018 feb;32(1):82-89. Doi: 10.1007/s00540-017-2435-y. Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding periprocedural myocardial damage in patients undergoing transcatheter aortic valve implantation (tavi) receiving desflurane or propofol anesthesia. All data were collected from a single center between 2015 and 2017. The study population included 140 patients (predominantly female; mean age 84 years), 31 of which were implanted with medtronic corevalve and 18 of which were implanted with medtronic evolutr (serial numbers not provided). Among all patients adverse events included: bleeding and vascular complications, atrial fibrillation, permanent pacemaker implant, and elevated cardiac enzymes. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.